Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraoperative aberrometer assisted cataract surgery, the device recommended implantation of a toric intraocular lens. After implantation, the physician kept receiving recommendations to rotate the lens. After multiple rotations the physician finally established no rotation required de to axis, but was unhappy with the amount of residual cylinder. The doctor decided to remove the intraocular lens and performed intraoperative measurements again. There was not enough cylinder to measure implanting a toric intraocular lens and implanted his preoperative monofocal lens choice.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).